Event description:
The pressure wire x by st. Jude was defective. Once inserted into the body we discovered after three minutes that the pressure wire was not monitoring the pressures correctly. The pressure continue to drift as we tried to equalize and continued to give an error message. We removed the pressure wire after five total minutes and got a new one.